Manufacturer narrative:
The reported event of  backup operation was confirmed by analysis. Final analysis found that the device went into backup mode due to storage at cold temperature. No other anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented at the hospital for implantation. Prior to procedure, the pacemaker was found to be in back up mode. The associated pacemaker was not implanted and a replacement pacemaker was near at hand for procedure completion on (B)(6) 2021. Procedure was successful and patient's condition is stable post procedure.